Event description:
It was reported that during a device replacement procedure externalized conductors were observed via fluoroscopy. The lead was cut, capped, and replaced. Patient condition was good.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.